Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was damaged during an exploratory laparoscopic procedure. The reservoir was explanted and the cylinders were capped. No patient complications were reported.